Manufacturer narrative:
Device evaluation: visual inspection revealed the tip is twisted/deformed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver was found twisted intra-operatively; it may have been damaged during a prior procedure. Another driver was used to completed the procedure without patient impacts.